Event description:
Patient summoned rn to treatment by using call light. Patient said blood has backed up into tubing and she saw that the medication bag hanging was empty. Upon arrival to treatment bay, rn saw puddle of clear fluid on floor. Keytruda bag was empty and ns(normal saline) bag was running at tko(to keep open) rate. Rn stated that it appeared that there may have been leak from the filter on the tubing since the puddle was below where that part of the tubing was located at the time. There was no fluid on the patient and patient had not noticed the puddle on the floor. No alarms were triggered on the IV pump. Reference report: mw5115366.